Event description:
On (B)(6) 2025, the user reported experiencing a low blood glucose overnight while using the ilet. Treatment for the event was consumption of food. Additional training to provide further support and guidance was assigned.